Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The biomed reported that during surgery a patient stated that the black electrode (part of a 5 lead ECG cable) became hot. The doctor was using an electric scalpel. The doctor removed the lead and touched it, noting that it felt more like an electrical shock. After the surgery, the doctor noted a burn of about 0.75 cm diameter on the patient. The biomed reported that the burn was "almost 1st degree".